Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at 6.7 mmol/l the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The p-cap or reservoir locked properly.